Event description:
The reporter states that the customer experienced an event where she semiconscious with a blood glucose result of 92mg/dl on the accu-chek advantage system. The customer's blood glucose was 20mg/dl on the professional meter. She received third party intervention. The customer's normal blood glucose range not provided. New system sent and return requested.